Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient experienced symptoms of a headache and dizziness around 4:15 p.m. The patient's grandson transported her to the hospital. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. The patient was still currently in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device resulting in elevated blood glucose levels. The patient experienced symptoms of a headache and dizziness around 4:15 p.m. The patient's grandson transported her to the hospital. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was not provided. The patient was still currently in the hospital.